Manufacturer narrative:
PMA/510k: product is not marketed in us. 510(k) for similar product marketed in us with catalogue # 1474000500 is k091974. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of pressure ulcer formation on the skin and metal allergy. It was a revision surgery. It was reported that there was rod breakage. Subcutaneous pressure ulcer was formed ,it was unknown whether it was caused by rod breakage. Additional surgery of removing all performed as a result of this event. No health damage in the patient was reported. There were no fragment of the implant remained in the patient. The first implant was on (B)(6) 2011, the second implant was on (B)(6) 2012. The original main complaint, vertebral body fracture, was cured and the pain was relieved, and there was no worsening of symptoms due to rod breakage. The pressure ulcer that had formed around the crosslink that had entered the thoracic was partially excised and sutured, and the fractured part was not the cause of the pressure ulcer because the treatment was performed at a distance from the fractured part according to the operating surgeon opinion. Bedsore was reported around where x10 crosslink was placed.